Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alarming low flow and air leak. Per sample evaluation result received on (B)(6) 2022, it was stated that one bolt that holds the metal frame of the back panel was missing. During decontamination, an chiller pump o-ring was found to be torn. The water levels appears to be full although 1 liter only was filled onto the tank. Manifold o-ring was found to be torn. The mixing pump, heater, drain valves, level sensor, coin cell battery, manifold and chiller pump o-ring, and missing bolt from the metal frame were replaced. Double bend tube from tank to the manifold were expanded. Outer shell was missing a mounting nut to hold the cover to the chiller frame.

Event description:
It was reported that the arctic sun device was alarming low flow and air leak. Per sample evaluation result received on 03jun2022, it was stated that one bolt that holds the metal frame of the back panel was missing. During decontamination, an chiller pump o-ring was found to be torn. The water levels appears to be full although 1 liter only was filled onto the tank. Manifold o-ring was found to be torn. The mixing pump, heater, drain valves, level sensor, coin cell battery, manifold and chiller pump o-ring, and missing bolt from the metal frame were replaced. Double bend tube from tank to the manifold were expanded. Outer shell was missing a mounting nut to hold the cover to the chiller frame.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.